Manufacturer narrative:
Event year is reported as 2021; however exact date of event is unknown. Reporter is a j&j representative. Investigation summary visual inspection: the sddrive screwdriver t8 (p/n: 03.110.007, lot #: 6066483) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was slightly stripped and the rotary end cap was missing from the device assembly. No other issues were identified with the returned device. Functional test: the functional test cannot be performed due to the absence of the mating device. The ability of the screwdriver to hold/retain the screw/mating device cannot be confirmed. Can the complaint be replicated with the returned device? Unable to perform. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the received device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.110.007, synthes lot # 6066483, supplier lot # na, release to warehouse date: 17 feb 2009, manufactured by synthes (B)(4), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the screwdriver t15 tip was stripped, the screwdriver self retaining tip was stripped, the inserter for elastic nail plastic piece on the handle was cracked and broken, the screwdriver t8 metal cap will no longer stay in the wooden handle and the drive shaft for reamer irrigator aspirator (ria) 2 was bent. The issue was discovered while inspecting the instruments after going through the decontamination process. There was no patient involvement. This report is for one (1) sddrive screwdriver t8. This is report 3 of 3 for (B)(4).